Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: clin exp ophthalmol. 2025 dec 8. Https://doi.org/10.1111/ceo.70038. Epub ahead of print. Pmid: 41360002.

Event description:
Title: outcomes of four-point sutured scleral-fixated intraocular lens implantation using gore-tex suture in paediatric eyes. The aim of this study is to report the fifty- three eyes of 31 children with visual and refractive outcomes of four- point sfiol implantation using gore- tex suture in paediatric eyes at a tertiary referral eye hospital in australia from june 2019 to april 2025. Vicryl (8-0,10-0; eth) which were used to close the limbal/scleral incision. Reported complications: vicryl (8-0,10-0;eth) iris trauma/atrophy (n=5) treatment: conservative management transient hypotony (n=2) treatment: conservative management transient elevated iop (n=2) treatment: topical iop- lowering drops prolonged inflammation (n=1) treatment: medical management persistent elevated iop treatment: medical management with topical iop-lowering therapy retinal detachment (n=3) treatment: surgical management iol tilt/decentration (n=1) treatment: conservative management in conclusion, four- point sfiol implantation using gore- tex suture offered excellent visual and refractive outcomes. Postoperative complications were rare and there were no new cases of amblyopia during the follow- up period.